Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly. No moisture damage or corroded keypad traces were noted. However, the pump had a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump frequently had no or intermittent button response, especially with the down button. The customer stated that the insulin pump was not dropped or exposed to moisture. The customer's blood glucose was unknown. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.